Event description:
A periodic review of the manufacturer's programming history database noted high impedance from a system diagnostic. No known surgery occurred to date. No additional relevant information was received to date.